Event description:
It was reported that the surgeon attempted to insert a three piece collamer lens and the lens torn. The cartridge tip touched the pt but the lens was not implanted. No pt injury.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was torn into pieces and both haptics were torn off and missing. There was a clear surgical residue on the lens. Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified and add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.